Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed during an unspecified process step of peritoneal dialysis (pd) therapy. It was further reported that the leak was possibly coming from the membrane of the cassette as it was observed that the leaking was through the door of the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.